Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported loosening of the screw. New screw has been placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned screw identified worn markings around the threads due to usage and a wear on the hex drive feature, possibly due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 24 and was used for approximately 2 years and 10 months. X-ray images were provided by the customer, see attached x-ray image in the complaint. The x-ray image shows the patients mouth with product. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (1202546). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1202546) for similar event and one other relevant complaint was identified:(B)(4) june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.